Manufacturer narrative:
PMA/510(k) #: exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported an ultrathane dawson-mueller mac-loc locking loop multipurpose drainage catheter was placed in the chest of the patient for abscess drainage. Less than five minutes after placement, air leakage was discovered at the connection between the catheter and mac-loc hub. The device was removed and a new device was used to complete the procedure. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence.

Manufacturer narrative:
Blank fields on this form indicate the information is unchanged, unknown or unavailable. Concomitant medical product received on: 22oct2018. Investigation - evaluation: a review of the complaint history, device history record, documentation of the device, as well as a functional test, visual inspection and dimensional verification of the returned device was conducted during the investigation. One unlocked 8.5fr mac-loc catheter was returned for evaluation in used condition. Biological matter was present on the device, particularly on the distal tip. No additional surface damage was noted. A leak test was conducted and confirmed the presence of a leak between the mac-loc hub and connector cap. Tug and twist tests revealed that the proximal assembly was secure. Upon removal of the connector cap, the suture string was found to be wound in the threads. The flare appeared to have a lip, but due to the compression of the flare within the cap and the potential for damage upon removal, it cannot be determined if the flare was manufactured to specifications. Dimensional analysis confirmed that the device and components were manufactured to the correct specifications and tolerances. Additionally, a document based investigation evaluation was performed. Inspection activities are in place to prevent the release of nonconforming product related to the reported failure mode. The risk specifications covering mac-loc drainage catheters include both hub separation and leakage as a potential failure mode. The identified risk controls include the manufacturing quality control checks and process validation. The technical files covering mac-loc catheters indicate that the risks associated with these devices are acceptable when weighed against the benefits. A review of the device history record for lot 8995872 revealed one relevant nonconformance for too many threads showing, in which one device was scrapped. Two relevant nonconformances were found in a similar device lot 9029550 for too many threads showing (qty. 16) and for the mac-loc not locking (qty. 1). All affected devices from this lot were scrapped. One additional nonconformance was found in another similar device lot 9027493 that affected thirteen devices that were scrapped for too many threads showing. It should be noted that there were no other complaints reported for this or similar device lots. The instructions for use (IFU) advise the user to inspect the product prior to use to ensure that no damage has occurred. Based on the information provided, examination of returned product and the results of our investigation, a definitive cause could not be established. Appropriate measures have been taken to address this failure mode. The appropriate personnel have been notified. Per the quality engineering risk assessment no further action is required. Cook will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No new event description information to report at this time.